Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that two years ago the insulin pump was exposed to water after kayaking. The customer then reported a button error alarm that he was unable to clear. The act and esc buttons were unresponsive. Customer's blood glucose level was 230 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with a minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a broken reservoir tube lip.